Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The affected component is produced by an external supplier; our assembly process only consists of a pick and place operation for this material. The affected component is produced by an external supplier; our assembly process only consists of pick and place operation for this material. The root cause and action plan were initiated to the supplier as a corrective action report (scar). A formal corrective/preventative action report (CAPA) has been opened to further investigate this issue.all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the tube was inserted on (B)(6) 2023 and the burst balloon was found on (B)(6) 2023.